Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported issue. The fse ran a full preventative maintenance (pm) service including all functional test and calibrations per manufacture specifications. The iabp unit passed all tests and is now ready for clinical use. A supplemental report will be submitted upon completion of our investigation. An additional contact at the customer's site is as follows: (B)(6), critical care unit (ccu) nurse, (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) gave a "low helium" message on the pump screen and that the tank indicator on the screen is in the red, but the helium gauge shows that it is full. The end user stated that the iabp unit would not recognize the helium tank. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.